Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient had power reading of+++when on both the primary system controller and the backup system controller. On echo, aortic valve opening with every beat and lactate dehydrogenase climbing. The nurse practioner reported that the patient was known to be hypercoagulable and was given factor 7 after implant. The patient experienced tamponade after implant and had low flow through the pump. On ramp study the av was opening every beat at speeds up t0 10,000 rpm and lv size appeared large. The patient underwent a pump exchange on (B)(6) 2014 from one lvad to another lvad.

Manufacturer narrative:
The explanted device was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.